Event description:
Caller reported an occlusion alarm, but no alarm number could be verified in the pump history. Despite this issue, there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin administration.